Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician attempted to load the left ventricular lead through the tip with a competitor wire and flushed, after being flushed it was noted that the lead was unable to pass the wire. The lead was flushed again, and the physician tried to load the competitor wire but was still unsuccessful. A nick was noted on the left ventricular lead and the physician suspected it to be a lead malfunction. There were no issues with guidewire. The lead was not used, and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.